Event description:
A 53-year-old male patient developed post cardiotomy shock following coronary artery bypass surgery. Initially an off-pump case, he required on-pump procedure and was unable to come off bypass, so an impella 5.5 was placed. The placement signal was not correlating with the arterial line pressures and support could not go above p4 due to suction issues. Once in the ICU the patient required multiple inotropes for support. The patient was ambulating the following day, and he was successfully explanted on (B)(6) 2025.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 updated. The investigation is ongoing.

Event description:
Additional information has been provided upon request: "I called csc when the pt arrived in the unit and they suggested that I had to manually increase the map to match the aline. The device did not have any issues after that and the patient did great. The pump was successfully weaned and explanted. The pump was sent back in december after explant."